Event description:
The product was used during a fem-tib bypass procedure. Reportedly, six day post operative, the pt fell and the wound opened due to suture breaking. The surgeon performed a re-operation and applied another suture to complete the procedure. The hosp has reported the pt's condition is satisfactory.